Event description:
The customer reported that the device failed to recognize the battery and shuts down. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device failed to recognize the battery and shuts down. There was no report of patient involvement. A third party field service engineer evaluated the device. The reported failure could not be recreated. Based on the customers' report we will consider this a failure. We can not determine the cause of this report failure as it could not be recreated. The device passed all testing and remains at the customer site.